Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation inadvertently did not assess for the reported condition of constant air in line and the device is no longer in its as received condition. The device will be required to pass all calibration and release testing to verify that it meets all specifications prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant air in line. There was no patient involvement. No additional information is available.